Event description:
Complainant in japan reported the aic had abnormal snr value. The staff thought that the cp pump had the optical sensor issue because the alarm disappeared by replacing the cp pump not the aic. However, during periodic inspection, it was discovered that the snr value for the aic was lower than the standard value. No patient harm reported.

Manufacturer narrative:
Upon testing of console ic9928 by abiomed fs personnel, the console didn't pass section 23 of the preventative maintenance procedure (0042-7309) and with snr that was not passing the spec of >2000. The root cause of the optical sensor system errors was most likely due to low snr from a defective optical bench.